Event description:
Five months after having essure placed I developed fibromyalgia. Chronic pain daily, and insomnia. Almost a year after I am now diagnosed with reynolds syndrome. Also suffer from vitamin deficiency.